Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy benign surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported recoverable error #32056. Tse confirmed error #32056 observed in logs on universal surgical manipulator (usm) 2. Tse walked caller through emergency power off (epo) of patient side cart (psc) with no change. Caller stated they would move the case to a different room. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The usm 2 was analyzed and in log review, the 32056 error with error 1123 p3=1 was found indicating the aca in usm2 failed to initialize i2c device pointing towards the yaw searchlight, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a n in-house system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the yaw searchlight printed circuit assembly (pca), yaw searchlight assembly, and the yaw searchlight flat flex cables (ffc) were inspected, and no faults could be identified. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified before any ports were placed, and the da vinci-assisted surgical procedure was moved to another room. There was no patient involvement in the situation.

Event description:
Refer to h11 for follow-up information.